Event description:
After implantation, the pt complained of pain which was severe. The catheters dislodged from the pumps in all cases and pts' pain had to be relieved by demerol medication.

Event description:
After implantation, the pt complained of pain which was severe. The catheters dislodged from the pumps in all cases and pts' pain had to be relieved by demerol medication.

Event description:
After implantation, the pt complained of pain which was severe. The catheters dislodged from the pumps in all cases and pts' pain had to be relieved by demerol medication.

Event description:
After implantation, the pt complained of pain which was severe. The catheters dislodged from the pumps in all cases and pts' pain had to be relieved by demerol medication.

Event description:
After implantation the pt complained of pain which was severe. The catheters dislodged from the pumps in all cases and pts' pain had to be relieved by demerol medication.

Event description:
After implantation, the pt complained of pain which was severe. The catheters dislodged from the pumps in all cases and pts' pain had to be relieved by demerol medication.

Event description:
After implantation, the pt complained of pain which was severe. The catheters dislodged from the pumps in all cases and pts' pain had to be relieved by demerol medication.